Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three photos were received for evaluation. Visual inspection found an occlusion is identified between tube assembly to filter inlet bonding; thus, failure mode is confirmed. The root cause of the reported issue was found to be manufacturing - bad bond, weld connection. An awareness notification was issued to personnel involved on 03-feb-2023 by quality engineer to notify production personnel about the failure mode reported by the customer. Actions was implemented after manufacturing date of lot reported. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that when the patient was performing a priming of the cassette, a high pressure alarm frequently went off. The patient reloaded the batteries and restarted the pump, but the alarm persisted. The alarm was issued when the cassette was changed to another new one, too. However, no visible occluded part was recognized. There was no patient injury. Additional information was provided that there were frequent occlusion alarms during priming. Even if the battery was removed and restarted it, the blockage will come out again after about three scrolls of priming. The blockage may also occur when replacing the cassette. Obstruction points could not be visually confirmed.